Event description:
A bardport was implanted on (B)(6) 2008, for treatments. Removed on (B)(6) 2010 and appeared to be in its entirety. A chest x-ray and CT scan showed tubular density within the soft tissues. On (B)(6) 2010, the pt was taken to the operating room to explore the right chest wall and a white plastic ring was removed. This foreign body looked like part of an attachment of the bardport that was implanted on (B)(6) 2008.